Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred interntionally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a diluent leak from their alinity m system. The customer reported that diluent was not transferring and received a transfer error. Upon opening the drawer, they found a diluent leak. The liquid had reached outside the instrument footprint and was dripping from the drawer onto the floor. A field service engineer (fse) performed troubleshooting and log file analysis. The reservoir single tube sensor was replaced and passed all tests. The instrument is working per specification and the customer accepted the instrument for routine use. There was no report of injury or exposure to the leak.